Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The pipeline will not be returned for evaluation as it was discarded. No other complaints have been reported against the lot number. The device was not returned for analysis; therefore, the complaint could not be confirmed, and the event cause could not be determined.

Event description:
Medtronic (covidien) received information that during a flow diversion treatment of a left unruptured saccular ophthalmic carotid aneurysm, the physician experienced that the distal end of the pipeline device would not open. It was reported that upon unsheathing, the device would not open at the distal end. The distal tip wire refused to turn at all. The physician tried pulling back entire system to relax system to no avail. The decision was made to remove the device by trapping the partially deployed device between the microcatheter tip and the capture coil. The device was removed with no issue. The physician put another device successfully. No patient injury was reported as a result of this procedure.